Event description:
It was reported that a one-link needlefree catheter extension set was leaking. The customer stated that the set separated at the solvent bond between the tubing and luer lock collar. This occurred while infusing normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, pressure testing, and clear passage testing were performed without any issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.